Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding a lead. A rep reported a lead break upon removal. They noted that they weren't present in the case and was informed that the hcp wasn't putting a lot of tension on the lead while removing it, but it separated. The interventions/actions taken to resolve the issue included asking the hcp to save the lead for the rep so it could be returned for analysis. The hcp also noted that they had to dissect down in order to remove the remaining portion. The issue was resolved at the time of the report. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
H3: analysis of the lead (va22gbj) revealed that the outer insulation on the lead was cut. Analysis identified that all conductors were broken in the body of the lead; consistent with overstress damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
2020-apr-10 an_eval (rep): no new information.